Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, during preparation for an implanted port placement procedure for a patient diagnosed with colon cancer. During preoperative inspection, an issue was identified in the port kit. Upon inspection, it was reported that one end of the catheter appeared to be crushed during factory packaging sealing, rendering it unusable for both withdrawal and infusion. The procedure was completed using another device. There was no patient contact.